Event description:
It was reported that approximately 6 months post implantation of 2 xience v stents in the mid left anterior descending artery, the patient was diagnosed with restenosis. On (B)(6) 2012, the patient was hospitalized and on (B)(6) 2012, percutaneous coronary intervention was performed to the proximal left anterior descending artery (plad), resolving the event. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.